Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The crimped sapien 3 ultra valve and delivery system were returned to edwards lifesciences for evaluation. Visual inspection revealed three valve struts bent outward nearly 135 degrees on the valve inflow side. The outflow struts were slightly distorted. All struts were exposed through the skirt, normal after the valve is crimped and used. Following expansion of the valve, three struts were bent outward in between c1 and c3 inflow. All leaflets were wrinkled and dehydrated due to the storage condition (prolonged crimping) during the return handling process. Review of provided procedural photos revealed multiple struts bent outward at the inflow. Cine imagery revealed multiple struts were bent, imagery showed the inflow struts were bent outward. Tortuosity was also present in the access vessel. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other complaints for the complaint code. Qms lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers (B)(6) from wo (B)(4) and verifying that there have been no other related complaints associated with those serial numbers. Complaint history review from may 2019 to april 2020 for the sapien 3 ultra (all sizes) revealed other returned complaint for the associated root cause/evaluation code. A review of the complaint history for the month of april 2020 revealed that the occurrence rate exceeded the control limit for the sapien 3 ultra for the appropriate trend category. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. In this case, the complaint was confirmed based on imagery provided and the returned device. No potential manufacturing non-conformance were identified. As reported, ¿the patient was an obese person, and the angle from the skin to the artery was quite steep¿. Additionally, patient had a tortuous access vessels per imagery review. The steep angle of sheath and tortuous access vessels could create a challenging pathway for delivery system insertion through the sheath, and it could lead to non-coaxial transition or transfer the valve from loader onto the sheath. So, the valve struts may get caught within the sheath, subsequently, the valve struts were bent. Per training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible¿. Although a definite root cause was not able to be determined, available information suggests in addition to procedural factors (steep angle of access), patient factors (tortuous access vessel) may have contributed to the reported valve frame damage. Since no product non-conformances were identified, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment was initiated to capture the further investigation. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11976 and manufacturer report no: 2015691-2020-12049.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in finland, a transfemoral tavr procedure for a sapien 3 ultra valve was performed. During the procedure, after the commander delivery system was pushed through the esheath, a bent strut in an inflow area of the valve was noticed. The bent strut was ¿attached¿ to a mild bend in the introducer sheath when it was delivered to the sheath. No more than normal insertion difficulties were reported while inserting delivery system through the esheath. The delivery system, valve and sheath were removed together with difficulty. The damaged valve could not be pulled back into the sheath. During the withdrawal attempt, the tip of the sheath was torn/damaged. Multiple attempts were made to remove the valve. The patient became hemodynamically unstable. The whole system (delivery system, valve and sheath) was removed. A new valve was prepared and successfully implanted. Following the removal of the second system, a local dissection and laceration in the femoral artery was observed and surgically repaired. Post procedure, the patient who had severe kidney failure prior to the procedure, developed an acute renal injury and possibly ischemic bowel. Neurological impairment, possibly due to long period of unstable hemodynamics, was noted. The kidney function and neurological situations did not ¿recover¿. The patient was discharged to a health care center for symptomatic treatment one week after the procedure. Per the 3mensio report, the native annulus measured 23.5mm x 30.8mm by CT with a valve area of 570.9mm2. The access vessel minimum luminal diameter (mld) measured 6.8mm. The degree of calcification and tortuosity was not provided.